Manufacturer narrative:
Patient code 3191 was used to capture the additional intervention to perform nips testing.

Event description:
Additional information was received which indicated that non-invasive programmed stimulation (nips) testing was performed to test the integrity of the system. The 21 j shock didn't convert the patient, however, the second 41 j successfully converted the patient's rhythm. The impedances of both delivered shocks were greater than 125 ohms. This ICD and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated oor shock impedances continued to be observed. In addition, noise was oversensed, which resulted in the device to store non-sustained ventricular tachycardia (nsvt) episodes. It was noted that the patient is a twiddler. Ts discussed troubleshooting options. This ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Boston scientific technical services (ts) recommended increasing the upper oor alert to 150 ohms and continuing to monitor. This ICD and rv lead remain in service. No adverse patient effects were reported.